Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately nine and a half (9.5) years later, lack of overlap between the afx bifurcated stent graft and an afx infrarenal aortic extension was identified. There was no visualization of an endoleak on the computerized tomography. The physician plans to reline the device; however, a reintervention date has not yet been scheduled. The patient is reported to be doing fine. Additional information: the clinical assessment has refuted the reported type 3a endoleak, and rather confirmed type ii (non-device-related) endoleaks of the lumbar and internal mesenteric arteries. Type ii endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer a reportable event. Please remove from your complaint system.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak complaint is refuted, rather there was a type ii endoleak identified on the aortogram. The complaint is most likely anatomy related. No procedure related harms were identified. The clinical assessment determined that there was evidence to reasonably suggest type ii endoleaks of the lumbar and internal mesenteric arteries occurred that was not included in the event as reported. This is not consistent with the reported adverse event/incident. Procedure related harms for this complaint could not be determined with the medical records available for review. The most likely causation for this event was anatomy related. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. This event is no longer a reportable event. Please remove from your complaint system. Device iteration is afx with strata. Corrections: b5: describe event or problem - updated . G4: date received by manufacturer - updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and an afx infrarenal aortic extension. Approximately nine and a half (9.5) years later, lack of overlap between the afx bifurcated stent graft and an afx infrarenal aortic extension was identified. There was no visualization of an endoleak on the computerized tomography. The physician plans to reline the device; however, a reintervention date has not yet been scheduled. The patient is reported to be doing fine.